Event description:
It was reported that during a breast biopsy, no samples were being returned. The doctor tried a second probe and completed the case with no patient consequence.

Manufacturer narrative:
(B)(4). Information anticipated, but unavailable at this time. (B)(4).